Manufacturer narrative:
(B)(4). Upon investigation the reported intermittent fault was verified, and isolated to cracked solder joints on both the front board and main pcb board.

Event description:
Received a report of a n-560 with a missing segment and intermittent segments of the display. No patient harm was reported.